Event description:
The pt reportedly experienced sound quality issues followed by loss of lock between the external equipment and the cochlear implant. External equipment was exchanged and programming troubleshooting was performed. The pt's device was explanted and the pt was reimplanted with another cochlear device.